Manufacturer narrative:
Lumenis contacted the user facility to request additional information regarding the reported event; additional information had been provided. The reporter confirmed that during use of their lumenis pulse 100 laser, the fiber being utilized flashed and sparked. The fiber was exchanged for a new one and it too was sparking. A lumenis service engineer visited the site one week after the reported event. The engineer examined the system and found that the fibers that were used were burned by the laser. During inspection of the system, the engineer found two channels out of alignment. The engineer re-aligned the channels. After testing and calibrating the entire system, the engineer performed the operational and safety checkout confirming the system had passed all tests. The system was returned to the facility having met manufacturer's specifications and was ready for use. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured 08/07/2018 and installed at the customers site on 11/14/2018. A review of subject device risk files (risk #2.2.1 in 1003623_e) revealed the risk of "optical misalignment leading to inadequate treatment which may require re-operation/prolonged procedure" as a recognized risk which has been quantified and found to be negligibly small. The risk has been characterized and documented as acceptable within a full risk assessment. Lumenis has initiated CAPA #(B)(4) to further investigate optics issues with the holmium product family lasers.

Event description:
A user facility reported the during use of a lumenis pulse 100 laser, the fiber being utilized was "flashing/sparking". The fiber was exchanged for a new one and the replacement was also "sparking". An alternative laser and new fiber were brought in to complaint the procedure. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.